Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, s/n(B)(6) used for treatment was returned to the designated complaint unit for evaluation. A relationship between the reported event and the device was not confirmed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A case was run and the critical error did not appear at any point during testing. The software version was not recorded, but DHR review shows that all cori software versions released to the field have been validated. A complaint history review found similar reports, this issue will continue to be monitored. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found related actions that are applicable to the scope of the reported complaint. The result of the review identified that the CAPA is still in the investigation phase. In addition, the CAPA owner has been notified. Although the reported problem could not be confirmed, a factor that may have contributed to the reported symptom may have been associated with a software issue. CAPA-474 was created to track the resolution of fixed bugs in software release cori 1.4.3. Although the reported problem could not be confirmed, the most likely cause of the critical error is a known software bug that has been corrected and released in cori-v1.4.3 software. No further containment or corrective action is required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a cori tka procedure, after the patient name was loaded, the system indicated "critical error" shutting down. They shut down the system and rebooted it and continued for the surgery. No patient harm or additional complications were reported.